Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a loss of stimulation sensation about 4 months ago and had an increase in their target symptoms for about 2 months. The caller, a family member, states that they cannot get the device to work. Caller clarified this by stating that they're able to sync with the ins using the programmer and increase stimulation. Caller has tried increasing amplitude all the way up (caller confirmed over 8.0 volts) on three different programs, but patient is unable to feel stimulation while the patient used to feel stimulation comfortably, but now she does not. The patient was implanted to target urinary urgency, and the patient has had an increase in the frequency of her urinary accidents for about two months. It was advised the patient contact their physician to have the device checked. No further complications were reported or are anticipated.